Event description:
The pt experienced severe itching, watery eyes and difficulty breathing minutes into the treatment. Clinic staff described extreme swelling in the pt's eyes, tongue and nose, and severe wheezing. Clinic staff administered 25 mg benadryl IV push. Symptoms continued with clinic staff administering the steroid soleu-cortes, 125 mg IV push. The pt's wheezing continued, and the treatment was terminated and the pt transferred to the ER.